Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with implantation of a 475cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported she was not happy with the result of her implant surgery, size of her implants, and that it did not meet her expectations. A consultation with a medical professional has been conducted; however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of event was provided to mentor as a best estimate. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-13113 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).